Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 45 mg/dl; cause was not known. Customer consumed carbohydrates to address low bg. Customer was discharged from the emergency room the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.